Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving baclofen and morphine (unknown dose and concentration) via an implantable pump. An empty pump alarm was occurring beginning (B)(6) 2017. It was unknown as to whether patient had any symptoms. No further information was available. No further complications were reported